Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported inability to insert lead was confirmed in the laboratory. Medical adhesive was observed inside the lv lead bore which prevented full insertion.

Event description:
It was reported that during an attempted implant, lead could not connect into ICD header. Several attempts were made to insert lead into header but were unsuccessful. Another device was used and lead was accepted with no issues.

Manufacturer narrative:
The reported inability to insert lead was confirmed in the laboratory. Epoxy was observed inside the lv lead bore which prevented full insertion.